Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing issues with both the cervical and lumbar systems following an unrelated shoulder surgery, during which the systems were not placed into surgery mode. Troubleshooting and system interrogation indicated the cervical system was successfully recovered and therapy was re-established; however, the lumbar system was unable to be recovered. No surgical intervention is planned at this time.